Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited fluctuating pacing thresholds. A revision procedure was performed and this rv lead was surgically abandoned. During the procedure, fluid contamination was observed in the rv port of the implanted device. No damage was seen on the rv lead and measurements appeared normal when tested. The other manufacturer's device was explanted. No additional adverse patient effects were reported.